Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alert noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries were not lasting and the insulin pump alarmed failed battery test when changing the battery. Blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer stated no damage or corrosion was found in the battery compartment, spring or battery cap. The customer inserted a new battery and received another failed battery test alarm. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.